Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
Material no: 309597, batch no: 9076761, 8221735. It was reported that during use of the 1 ml bd slip tip syringe with attached needle the consumer was not able to draw up insulin. The following information was provided by the initial reporter: the patient complained about the needle syringes that are used to withdraw the medication up from the vial. She tried four time and was not successful. Finally using a fifth needle was used and she was successful.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9076761. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-17. Medical device lot #: 8221735. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309597, batch no: 9076761, 8221735. It was reported that during use of the 1 ml bd slip tip syringe with attached needle the consumer was not able to draw up insulin. The following information was provided by the initial reporter: the patient complained about the needle syringes that are used to withdraw the medication up from the vial. She tried four time and was not successful. Finally using a fifth needle was used and she was successful.